Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided images found labelling that confirmed the product identification information. One image found two meniscal suture loops separated between the shaft and hub, and the other showed just the separated hub in the plastic packaging of the device. The complaint was confirmed, and the root cause was associated with device design.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy using a meniscus mender ii, the wire loops broke once it was opened. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.